Event description:
Alaris progressive care units (pcus) both had "system error operating channels will continue as programmed. Code 120.4610." This patient was three hours post heart transplant with multiple life-sustaining drips running when this system error happened with 2 alaris pcus and eight channels of medications at the same time. Both pumps had been plugged immediately following or, and there was no "low battery" warnings for either pump. The nurse was in the room but not actively using or programming pumps. Both pcus were swapped out to keep the medications running. The event occurred around the time of the monthly generator test. We have requested facilities set up a monitor on the circuit for the next generator test. The generator test happens though monthly for all of the hospital and this is not known to have caused problems in the past with any pumps. Also there was a third pump in the room and part of the same circuit that did not experience the failure. Manufacturer response for infusion pcu, alaris (per site reporter). The acknowledged receipt of our product complaint and sent shipping labels to send in the pcus for evaluation.